Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of the printed circuit board was noted. The repeated reboots seem to be caused by the defect. There is possibility that the defect of the printed circuit board was caused by the long-term use. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection by olympus, the device repeatedly turned on and off by itself and didn't display the endoscopic image. The device was returned to olympus because of a report by the user facility that the endoscopic image was distorted. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc guessed that the reported event was caused by the defect of the power supply board due to aging. If additional information becomes available, this report will be supplemented.